Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) started experiencing ineffective stimulation after undergoing a procedure for an unrelated issue. Reprogramming attempts to provide resolution were unsuccessful. In turn, surgical intervention was undertaken on (B)(6) 2016. During the procedure, the physician implanted a new lead to address the issue of ineffective stimulation. Effective stimulation was obtained post-operative.